Event description:
It was reported, "...that a bariatric patient underwent a cardioversion procedure. 360 joules of energy was used and the staff reported smelling burning skin at this level of energy. The skin "redness" was only seen on the pad placed in the right chest area. No blistering of the skin occurred. Physician prescribed 1% of hydrocortisone cream for the affected area of skin."

Manufacturer narrative:
The end-user has discarded the device; therefore, the device will not be available for evaluation. On completion of the quality engineering investigation of this reported incident, a supplemental report will be filed.

Manufacturer narrative:
The padpro mfe, multi-function electrode, is intended for use during defibrillation, cardioversion, pacing, and ECG monitoring applications. This product is a single use, disposable device. DHR / lhr, device history record / lot history record, review was not possible, as the lot number for this product has not been made available by the end-user facility. The device, padpro mfe's, are not being returned to conmed corporation for evaluation. The specific failure mode and associated root cause cannot be conclusively determined without examination of the actual device; therefore, this complaint is considered inconclusive. If the device is returned in the future, this complaint may be reopened and further investigation performed, as deemed appropriate. There could be a multiple of possible causes for this failure mode. Due to the device being discarded and unavailable for examination manufacturing related defects were unable to be examined through this investigation. The IFU, instructions for use states, "make sure the skin surface is dry." The IFU also states, "do not use if conductive polymer gel is dried out.....misuse of electrodes may cause patient burns." Thus, possible contributing factors may have been improper skin site prep or use of product with dried out gel. No root causes can be confirmed without examination of the product. The complaint investigation has not identified nor confirmed any manufacturing defects associated with the reported device; therefore, no corrective action is recommended at this time. Conmed is considering this complaint closed. Device not returned by end-user.